Event description:
On the event date, abbott point of care was contacted by a customer who reported the I-stat prothrombin time cartridge yielded a pt/inr result of 6.0. Same sample tested using lab instrument, stago, which yielded a pt/inr result of 3.2 and repeated pt/inr 3.2.